Event description:
At start of drainage dr noted error in tubing and noted possibility of leak in tubing. Tubing bypassed for the remainder of the procedure and there was no more error apparent in drainage. Tubing flushed by dr with normal saline after procedure and liquid noted on outside of tubing. Pt taken for stat x-ray. No pneumothorax noted.